Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for intractable spasticity and cerebral palsy. It was reported that the patient¿s pump and catheter were replaced on (B)(6) 2017. It was reported that the pump was replaced due to a gradual loss of therapy and dose increases over the past year. There were no rotor or dye studies performed. It was reported that the catheter was replaced due to an inability to aspirate. It was indicated that no patient injury occurred, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse baclofen 2000 mcg/ml at 751.9 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump found that there was corrosion/wear/lubrication and a motor stall due to shaft-bearing. Analysis of the catheter found that there were no significant anomalies, the catheter was incomplete and returned in segments. Eval code-result on the pump was updated. Eval code-conclusion on the pump was updated. Eval code-conclusion applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp indicated the patient's weight at the time of the event was (B)(6)).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via business partner indicated the patient was on gablofen. No further complications were reported/anticipated.